Event description:
A consumer reported that two years following intraocular lens (iol) implant surgery, she has never had near vision with the iol. She reported her surgeon told her she would have near vision with this iol. In a follow-up, the consumer further reported that she has never been able to read small print, that it is blurry. She also reported seeing halos around lights since the surgery. She reported that an "incision" was done during the surgery to correct the astigmatism and wonders if that is the cause of her vision issues. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 12/02/2011 and 12/12/2011 by phone, fax, and mail. A complete questionnaire has not been completed. (B)(4). This report was mailed to FDA on: (B)(4) 2011. The MFR internal reference number is: (B)(4).